Event description:
It was reported that a small volume folfusor leaked from an unspecified location. The device contained fluorouracil 3500mg in 115ml total volume of sodium chloride 0.9%. The issue was described as, ¿white powder was found on and around the device, contained within the yellow packaging". This was discovered while unpacking the pump. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H4: the lot was manufactured between august 29, 2025 and september 2, 2025. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed white drug powder inside a yellow bag. The white drug powder appeared to be near the blue winged luer cap. The reported condition was verified. The cause of the leakage could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.